Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow-up, an increase in the capture threshold resulting in a loss of capture and episodes of undersensing were observed on the right atrial (ra) lead. A dislodgement of the ra lead was suspected, and this was confirmed with diagnostic imaging during the revision procedure. The ra lead was successfully repositioned to resolve the event. The patient was stable and will continue to be monitored.